Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick2 monorail balloon catheter sustained a "kink" when crossing the lesion. A 7f introducer sheath (unk type) and an encore inflation device were also used in this case, but the type and size of guidewire and guide catheter used are unk. No pt injuries were reported. Pt status is reported as 'good'. It is noted that this device had been resterilized.